Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.

Event description:
The technician alleged that when they engaged the brake casters into brake, the brake caster did not hold in brake mode. No patient impact.